Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It was reported that the xience stent was implanted with out pre-dilating the lesion. It should be noted that the (IFU) states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the direct stenting (no pre-dilatation) does not appear to have contributed to the reported event as the patient effects did not occur until five months after the initial procedure.

Event description:
It was reported that approximately five months post direct stenting procedure with one 2.5 x 18 xience v stent in the mid left anterior descending artery (mlad) and one 2.5 x 28 xience v stent in the mid right coronary artery (mrca), the patient was hospitalized with unstable angina. The patient was treated with medication and underwent cardiac catheterization which showed a right coronary artery diffuse high-grade stenosis in the mid segment and patent stented segment in the distal one third. The left anterior descending artery showed mild stenosis in the proximal segment at the bifurcation of the septal perforator branch with a patent mlad stented segment. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization in the first obtuse marginal artery, non-target vessel and in the distal right coronary artery, target lesion. The patient's condition resolved on (B)(6) 2010 and the patient was discharged one day after the procedure. There was no adverse patient sequela. There was no additional information provided.